Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 23-may-2024, the patient experienced an occlusion issue with the infusion set due to kinked cannula. The troubleshooting involved disconnecting the tubing, tightening the t: lock, holding the tubing downwards, and delivering a 5-unit bolus. The occlusion alarm did not recur, indicating that the blockage was likely at the site. The tubing was then connected to the site, tightened, and held downwards, and another 5-unit bolus was delivered. The occlusion alarm did not recur. The patient changed supplies as necessary and resumed insulin therapy. The patient later reported that experienced occlusions previously and as she stated during troubleshooting there were no drops were seen, which temporarily resolved the issue but later resulted in elevated bgs (400's mg/dl) and moderate ketones after removing the site and finding a kinked cannula. Troubleshooting included discussing site selection and rotation and advising the use of angled ifs for resolution of occlusion issues, considering the patient's lean and pregnant condition. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.